Event description:
New information notes that an additional fluoroscopic exam was performed and no externalized conductors were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a follow up. Externalized conductors were observed between the rv and svc coils via review of fluoroscopy. No electrical anomalies were noted. Patient will be monitored.